Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as the event onset, the patient started treatment with injection amikacin (100 mg; route, frequency, and duration not reported) and injection reflin (250 mg route, frequency, and duration not reported) for peritonitis. Two days prior to the event onset, dianeal therapy was discontinued (no further details provided). At the time of this report, the patient was recovering and the fluid is clearer than before. No additional information is available.